Event description:
Additionally, patient reported via regulatory agency ¿septic", "multiple infections¿ and ¿constant extremely painful inflammation under my breast¿. Device has been explanted.

Manufacturer narrative:
This report is in response to medwatch report 5099625. The event of "infection (late onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and concern with the product.

Event description:
Patient reported left side "rupture" and concern with the product. Device remains implanted.